Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with the right ventricular (rv) lead had infection and erosion. A boston scientific company representative verified that there was a plan to extract the system. However, there was no schedule yet. There were no additional adverse effects reported. The rv lead remains in service.